Event description:
It was reported that the patient underwent total hip arthroplasty (B)(6), 2005. Revision was performed on (B)(6), 2012 due to pain and suspected pseudo tumor. M2a modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
The head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the parts, wear rates did not appear to be excessive.the user facility was notified of the event on (B)(4), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00119 & 00120).